Event description:
A customer called beckman coulter inc. (Bec) reporting a leak at the rear of the coulter lh 780 hematology analyzer that appeared to be diluent. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) noted leak at rear of the dilutor and identified tubing at the upper sheath restrictor as the cause of the leak (diluent and clenz pass through the upper sheath restrictor). The tubing was replaced (due to wear and tear) which resolved the issue. Repair was verified per established procedures. The bec internal identifier for this event is (B)(4).